Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported fluid intrusion. The evaluation found the device's wireless connection capabilities inoperable. It was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable due to a check battery. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.

Event description:
It was reported that a spectrum pump wireless battery module had fluid intrusion. Any patient involvement, injury or medical intervention is unknown.